Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The isi fse replaced endoscopic controller (ec), power supply switch and system power manager (spm) to resolve the issue with errors 417, 817 and 317. The system was tested and verified as ready for use. Isi received the power supply switcher part involved with this complaint and completed the device evaluation. Failure analysis investigation could not reproduce the customer reported complaint of ¿error 817 and 417 battery not charging. However, the error/fault was confirmed via error logs/system logs reported. During an in-house investigation, when reviewing the remote error log, there were several errors: errors 417 with p1 value of 4/5, which means psc 48v power supply ½ faulted and was inhibited until restart. Errors 417 with p1 value of 6 which means psc 48v power supply ½ failed power up test due to bad connection or defect. Errors 418, which means one side of redundant power supply on the psc was operating below minimum operating load installing unit into pca system started up without any error. The unit ran 10x power cycles, was left overnight, all passed with no error. Voltage was on range, both fans were working well. Isi received the spm part involved with this complaint and completed the device evaluation. Failure analysis investigation could not reproduce the customer reported complaint of ¿error 817 and 417 battery not charging. However, the error/fault was confirmed via error logs/system logs reported. During an in-house investigation, the spm was connected into our xi test system. The system was powered on indicating no errors. The spm status showed the voltage and current was normal. The unit ran 10 power cycles with no issues. Isi received the ec part involved with this complaint and completed the device evaluation. Failure analysis investigation could not reproduce the customer reported complaint of ¿error 319¿. However, the error/fault was confirmed via error logs/system logs reported. During an in-house investigation, system error logs confirmed 18 occurrences of error 319 over the past 6 days. The ec was powered on at a pca test bench where output voltage from both power supplies was measured to be 24v dc. All leds were illuminated on dual camera interface board (dcib) and ecpd boards. Ec was then installed with a pca test system which launched in maintenance mode to program unit software. The system power cycled 10x without error. The system then launched in normal mode at which time image quality was confirmed to be clear, crisp, and free of noise. This ec will be upgraded from -16 to -20 by also replacing the light engine. Replace bezel and filter - no bezel returned with unit. A log review confirmed the procedure date of (B)(6)2022 on system sp0043. No image or procedure video was provided for review. This complaint is being classified as a reportable event due to the following conclusion: it was reported that during a da vinci-assisted surgical procedure, the cart was giving the message ¿battery is not charging, plug in patient cart". The customer converted after the start of the procedure due to batter not charging message on the psc. While there was no harm or injury to the patient, system unavailability after the start of a surgical procedure could likely cause or contribute to an adverse event if it were to recur as it may lead to an injury due to the patient¿s inability to tolerate a conversion/abortion.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the cart was giving the message ¿battery is not charging, plug in patient cart". The intuitive surgical inc. (Isi) clinical sales representative (csr) called in to report the errors. Live logs were not available during the call. The staff stated that the battery led's had 1 solid red led. The isi csr stated that the arm led's showed a receptacle icon to plug the battery back in. The staff unplugged the cart and plugged something else into the wall outlet and verified the outlet as good. The staff tried a hard reset on the cart and no change. Onsite logs from earlier that day showed 417 errors. After rebooting the system, the "battery not charging" message was still present. The isi technical service engineer (tse) asked the staff if they had another system and they did not. The isi csr was planning to ask the doctor if he will convert to not. The isi csr will email an answer to da vinci technical support. The isi field service engineer (fse) to follow up. The site was completing the procedure with no reported injury. Isi followed up with the customer to confirm that the system was checked prior to the procedure with no issues. Once the procedure started, the message appeared. Isi technical support was contacted and trouble shooting was initiated with no success. The surgeon chose to complete the rest of the case without the use of the robot. The surgery was an ent surgery so the surgeon just used the instruments he had to do the surgery by going down the throat. There was no patient harm. There were no ports placed on the patient since this was an ent procedure. The system was hovering over the patient and the procedure was performed through the throat. No additional ports were needed to complete the case.